Event description:
It was reported that during a pre-surgery inspection of hip instrument trays, three out of ten trays contained a soiled instrument.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation determined in previous procedure at another hospital, a thorough decontamination process was not completed. Subsequently, instrument case was then delivered to the reporting user facility. There are warnings in the package insert that state that this type of event can occur: under cleaning and decontamination, removal of visible contamination, it states, "the effectiveness of subsequent decontamination processes depends on prior removal of visible soil. Visible soil should be removed under running water using a mechanical aid, such as a brush with rigid nylon bristles". Under care and handling of instruments, general cleaning, it states, "thoroughly clean instruments until visibly clean, repeating as necessary, prior to initial sterilization and as soon as possible after use. Do not allow soil to dry on instruments". (B)(4).